Manufacturer narrative:
Additional information was provided by the customer, patient status and comorbidities details were provided. The patient died 1 month after the reported event occurred. The baby was born at 25 weeks premature with problems breathing, unstable equilibrium. Comorbidities such as acute tts, donor and extremely preterm of 25 weeks and birth weight 550 grams. Including, rds, chronic lung disease, hypertrophic heart, hyperglycemia, anemia, ventilation, dexamethasone, inotropic, blood transfusion, antibiotics, insulin. Due to severe illness (respiratory and circulatory insufficiency, donor of twin to twin transfusion) and extremely pretermity and iatrogenic blood sampling, the patient needed blood transfusion. After the blood loss of the arterial line, the same day a transfusion was needed. The location of the disconnection was from one of the two sides close to the stopcock that connects to the vamp syringe. However, it was unknown which exactly was the connection, it was quickly reattached.

Manufacturer narrative:
As per additional details, it was confirmed that the newborn (gestational age only 25 weeks at birth) was in a very critical status. The cause of death was not related to the 5 ml blood loss, but due to the underlying condition of organ immaturity with impaired function and development due to premature birth especially affecting pulmonary function. The hfov was needed. The transfusions were also not related to the blood loss, but were to compensate the regularly needed blood work-ups for diagnostic control. The hfov could have been a contributing factor to the disconnection. The location of the disconnection was from one of the two sides close to the stopcock that connects to the vamp syringe. A device history record review was completed and documented that device met all specifications upon distribution. Since the product was not returned, no corrective actions are required at this point.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record could not be reviewed. This non-conformance involves a pediatric dpt that had a leak in the pressure tubing because of disconnection of the system. If this non-conformance were to occur during use, it has the potential to result in minor blood/fluid loss. This device is used for monitoring pediatric arterial blood pressure and blood sampling. Since these devices are indicated for pediatric patients whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. A leak in the system may cause a dampened waveform to be displayed on the patient monitor, thereby alerting the clinician to start the troubleshooting process. This non-conformance may cause a delay in the procedure while the product is exchanged. It is unable to confirm if this event contributed to the outcome of the patient. At this time a representative is scheduled for a site visit to obtain further information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Please note that the pediatric patient weight is 500 grams.

Event description:
It was reported that during use of this pressure monitoring kit in a neonate weighing 500 grams, there was approximately 5 ml of blood loss mixed with moisture. The blood loss was noticed during the night shift, when the blood pressure was not correct and the system was disconnected from the syringe. The neonate was on the hfo (high frequency oscillation) ventilation, which caused vibrations on the patient's bed where the transducer was also placed. Then, leakage spot was observed. The neonate had received several blood transfusions of 30-40 ml blood. The neonate already had many complications. It is unable to determine whether the patient received blood before the event due to the pre-existing complications or received blood after the event or both. The neonate passed away but the nurse indicated that this was probably not due to this leakage incident. The device is not available for return.